Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4 and g1 were updated. The calibration was last performed on 14-jul-2025, and it was acceptable. The qc recovery was within the ranges. There was no indication of a performance issue with the reagent. On the field service engineer's (fse) initial service visit, he performed ion-selective electrode (ise) and mechanism checks and verified the pump pressure levels. He replaced the cuvettes, performed a cell blank, checked the cells for water droplets, and verified the water level. He verified the module's performance by precision checks. On the fse's follow-up service visit, he inspected the reaction cells, replaced and conditioned the sodium electrode, and performed another ise check. He found a pinhole in the tubing and replaced this part, including the clamp. He verified the module's performance by cell blanks, calibration, qcs, precision checks, and a final inspection of the tubing at the vacuum bottle and mechanisms. No further issues were reported after the service visit. The investigation determined that the service actions resolved the issue. The specific cause of the event could not be determined.

Manufacturer narrative:
The c 501 (ul) v module serial number was (B)(6). The qc was within range. The field service engineer (fse) checked the instrument and found no issue. The fse visually inspected the reaction cells, the vacuum bottle, and replaced the na electrode. He then performed ise checks with successful results. The fse also inspected the rinse tubing and found that it had pinholes. He replaced the rinse tubing and the clamps. He then performed mechanism checks and verified that the tubing had no issues. Ise checks, calibration, qc, and precision studies were performed, and they were all within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 6000 c 501 (ul) v module. Results for the sodium (na) tests were affected. Initial result: 231 mmol/l. The physician questioned the initial result and requested the sample to be repeated. Repeat result: 140 mmol/l. The repeat result was deemed to be correct.